Event description:
The implant malfunctioned due to dropping from the implant driver. The initial report had the incorrect event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
Implant failed because it was dropped from the implant driver.